Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the replacement devices were silicone breast implants. On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/5/2021, it was reported to mentor that the replacement devices were mentor memorygel breast implant 325cc. On 1/18/2021, a visual inspection and microscopic examination of the returned device has been conducted. Visual analysis of the returned sample determined that the sm mpp gel 350cc breast implant was found to be ruptured. The device was received in two pieces. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/16/2021, it was reported to mentor that the patient experienced symptoms regarding to breathing and heart and they are incidental findings and not typical symptoms of generalized illness, and the healthcare professional does not think symptoms are related to the implant rupture. The device was explanted mostly due to the rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implant 350cc and suffered from a rupture on the left breast implant. As a result, the patient had undergone removal on (B)(6) 2020.